Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, the coil could not be detached despite four attempts with the instant detacher, so the coil was removed from the patient and another coil was used to finish the procedure without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher. The implant coil was still attached to the pusher assembly. The evaluation could not determine the cause of the event as the implant coil detached as intended with an in-house instant detacher. All devices are 100% inspected with damages and irregularities during manufacture. (B)(4).